Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The episodes showing ventricular oversensing were all recorded on (B)(6) 2024. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead level but cannot be confirmed with certainty. Connection issue may be excluded since the device is implanted for more than 3 years and the available data from 2023 does not show any non-physiological signals. On the provided x-ray, the position of the tip of the lead at the rv apex is not clear enough and a microdislodgement/dislodgement could be suspected. The origin of these non-physiological signals is unknown. Based on available data and as the lead remained implanted and a new lead was implanted (not returned for investigation), therefore the exact root cause could not be determined. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Reportedly, the lead was implanted on (B)(6) 2019 in pacing dependent patient. When the device was interrogated, artifacts and noise were recorded in the device memories (ventricular egm).